Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out of range right ventricular (rv) and right atrial (ra) pacing impedance measurement of greater than 3000 ohms. Additionally, there was some stored episodes with noise and oversensing. Technical services noted that the oversensing was related to the minute ventilation (mv) feature. The feature was deactivated by the signal artifact monitor (sam). The patient will be evaluated in the clinic. Technical services suggested possible x-ray. At this time, the pacemaker, rv and ra leads remain in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out of range right ventricular (rv) and right atrial (ra) pacing impedance measurement of greater than 3000 ohms. Additionally, there was some stored episodes with noise and oversensing. Technical services noted that the oversensing was related to the minute ventilation (mv) feature. The feature was deactivated by the signal artifact monitor (sam). The patient will be evaluated in the clinic. Technical services suggested possible x-ray. At this time, the pacemaker, rv and ra leads remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.